Manufacturer narrative:
Device was received with intermittent button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response. Device was received with a cracked case (battery tube), and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not responding to the button presses. Troubleshooting was done for keypad anomaly. Customer stated the numbers were not ramping or the scroll bar was not moving up or down with no input from the user. User did changed the battery with fully charged brand new battery but buttons still not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.